Event description:
Approximately 15 minutes into treatment, a slight leak was noticed at the top of the arterial chamber. As staff was getting ready to set up a new line, the main tubing disconnected from the top of the arterial chamber. New line was set up and treatment continued with no further problems. No intervention was required. MDR is filed for estimated blood loss of 50-100cc.